Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string pulled out the pessary prior to use. She experienced this issue with two pessaries from the same box.